Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and non-guidant lead exhibited reproducible noise that caused inappropriate episodes, an inappropriate shock and inhibition of pacing. The noise was reported to be body position related. The device was programmed to least which seemed to remedy the oversensing, however, the noise was still present. Guidant received subsequent infromation that this device was explanted. It is reported that the device had been reprogrammed to most sensitve, which is likely why the pauses were seen as the device was able to sense diaphragm. There was a request to inspect the seal plugs as part of the analysis.